Event description:
A caller reported that a pump display was frozen. There was no reported impact to the customer's blood glucose level, as the customer declined to provide this information. The caller was given complete pump reset instructions, chose to reset the pump at that time, and the issue was resolved.